Event description:
Boston scientific received information that this lead exhibited low shocking impedance measurements.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed that the complete lead was returned with setscrew marks noted on the terminal connectors as well as gor abrasion on the distal shocking coil in the mid-section area. Direct current resistance test showed all conductive paths of returned lead to be in specification.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information became available that this lead was explanted due to radiation. A new lead was implanted on the patient's other side.